Event description:
Cautery tip was recognized to be broken and was removed from the sterile field and replaced before the tip could separate entirely. The pt was not harmed because the problem was noted before the device was used.